Event description:
Company received a report that a ventilated patient had a kinked endotracheal tube. Repositioning of the endotracheal tube by staff to remove the kink was unsuccessful and the patient was reintubated.

Manufacturer narrative:
Request was made to have the device returned to the manufacturer. If the device is received for evaluation a follow-up report will be submitted.